Event description:
Multiple events reported at our hospital that included tubing becoming disconnected at the filter. There was one report of the filter being cracked. Multiple different patients involved. Does not seem to be related to the patient manipulating the tubing. FDA safety report ID# (B)(4).